Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that could have contributed to the pump stop events captured in the submitted log files from MFR # 2916596-2018-05729. The pump was returned assembled with the driveline (dl) cut approximately 5¿ from the pump housing. A middle segment measuring approximately 8.5¿ and the distal portion of the dl measuring approximately 28.5¿ was returned. Evidence of a previous driveline repair was observed. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The pins of the metal connector appeared free from deformation. The silicone jacket and clear bionate appeared unremarkable on all three dl segments. Shield breakdown was observed on the middle segment at approximately 1¿. The pump end segment¿s wires were unremarkable. Further inspection of the middle segment revealed breaches to the insulation of the orange and black wires, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining wires of the distal portion of the dl appeared unremarkable. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have contributed to the pump stop events while supported by the power module captured in the submitted log files in MFR # 2916596-2018-05729. In addition, a phase-to-phase short, would potentially occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 and h4: correction.

Manufacturer narrative:
Approximate age of device- 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a driveline fracture and underwent pump exchange on (B)(6) 2019.